Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room with hypoglycaemia (exact date not provided). The patient¿s blood glucose levels declined to 38 mg/dl while wearing the pod, the patient reported that this measurement was taken after the patient had administered glucose with a pen and consumed ¿a few cokes¿ (exact number not specified) so the patient believes their blood glucose levels may have been a lower measurement prior to this. The patient was administered further glucose. The patient was released 1 hour later, on the same day.